Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Balance problem, uses cane [balance disorder]. Case description: a consumer reported that they, an adult male age unspecified, used fixodent denture adhesive, original cream 1 application, 1 - 2/day for his partial and reported the following: have had a balance problem for some time, experience pain. The consumer was admitted to the hosp where he had back surgery that has helped relieve the pain. Treatment: physical therapy. The case outcome was not recovered/not resolved. Concomitant medications included: cardiac therapy to treat heart, atrial fibrillation, cholesterol - and triglyceride reducers. No further info was provided. On (B)(6) 2011 update: details revealed in a review of the initial contact of (B)(6) 2011: the consumer, (B)(6) years, reported that he has had a partial for years and years but has only been using fixodent to keep it in place since the little hooks broke off. He wasn't sure the balance problem in his legs is related to his use of fixodent but he has had physical therapy or workouts at a local fitness club to strengthen his legs and still has to carry a cane around. He had visited the neurosurgeon to see if something else might be contributing to the back pain he has experienced. The consumer has no allergies and takes lipitor for cholesterol. No further info was provided.